Event description:
It was reported that this right ventricular (rv) lead was part of the report due to infection. All available information indicated that the right ventricular (rv) lead remains in service. There were no additional adverse patient effects reported. The rv lead was still implanted.